Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported leak at the proximal stopcock of a eds drainage system after 7 days of use, therefore, the entire system was replaced. According to customer, no additional information is available.

Manufacturer narrative:
Eds drainage system was returned for evaluation: DHR - lot 7282485, conformed to the specifications when released to stock. Failure analysis - the stopcock was visually inspected; a crack and stress marks were noted in the stopcock. These devices are inspected 100% for leak when manufactured. The complaint is confirmed. Root cause - the root cause for the issue reported by the customer could be due to over tightening. As noted in the IFU, finger tighten only.

Event description:
N/a.